Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that customer experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. Current blood glucose level is 157 mg/dl. The customer treated low blood glucose value with food. The customer was using the insulin pump within 48 hours of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Insulin pump was not on auto mode at the time of incident. The insulin pump will not be returned for analysis.